Event description:
As reported; while testing this fogarty embolectomy catheter, it broke in half. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section d9, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of catheter broken in half was confirmed. Catheter body was broken next to y-adapter. Cross surface of broken section appeared uneven and rough. Broken sections appeared to match up. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The manufacturing process has the controls to detect this conditions. Also, as per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter".